Manufacturer narrative:
Continuation of d10: product ID cd9000 lot# serial# (B)(6) product type multiple therapy product ID wr9220 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their recharger is not working. Patient stated they went to charge today and they can't get anything on the recharger except the 3 battery lights rapidly scrolling but recharger will not power on. Patient clarified the battery lights are rapidly scrolling going up and down on the recharger. Patient stated this is a replacement recharger that they had replaced due to the same issue. Patient stated they paired the replacement recharger and it was working but then today when they went to charge they noticed this issue. Patient stated they do not store recharger on the docking station. Agent reviewed general recharger overview. Patient stated on call seeing green light on docking station to indicate dock was receiving power and confirmed using correct charging cord for docking station. Patient stated they have had recharger on docking station trying to charge and nothing changes. Patient reset recharger on docking station and stated battery lights on recharger went out, but then would come back on and continued scrolling. Patient was still unable to power on recharger after this. Patient reset recharger off docking station and reported battery lights went out, but then came back on and continued scrolling and recharger still would not power on. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient mentioned they have had this implant for a long time and they have never had this problem until the last time they called. Patient mentioned they have always stored recharger in the case, never on the docking station.